Event description:
A customer reported 2061 (2000 only) tip detachment failure by main arm error on the aia-2000 analyzer. The customer stated the sample tips are dropping into the sample tubes and the waste bin was not full. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for progesterone (prog ii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported issue by running the analyzer and observing the tips falling off the main arm nozzle while the analyzer was in maintenance mode. The fse cleaned serum from the main arm nozzle tip, adjusted the z axis for tip pick up main arm, and ran macro get tip from corner tip boxes with no issues. The fse validated the analyzer by running controls with results within acceptable range. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [2061] tip detachment failure by main arm cause : a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged. (Mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported issue was due to failure to maintain the main arm nozzle assembly.